Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the reported symptom "alarms 'close door' when door is closed", determined to be caused by a loose left mechanical mounting screw. The loose screw inhibited proper door closing, resulting in increased force required to close the door. The mechanical mounting screws were replaced.

Event description:
It was reported that a spectrum infusion pump "alarms 'close door' when door is closed". Any pt involvement, injury or medical intervention is unk.